Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant products: addr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced an episode of syncope and had fallen. There were episodes that appeared to be noise observed on electrogram. Reprogramming was performed for the right ventricular (rv) lead sensitivity to avoid further oversensing. Follow-up investigation revealed that it was unclear if the lead noise was related to the patient's syncope. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.